Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with button error alarm and had unresponsive bolus express, esc, and act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.